Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens and reported that a falsely elevated atellica im enhanced estradiol (ee2) result was obtained on a patient sample relative to repeat testing. Calibration and quality control (qc) were valid at the time the samples were run. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated atellica im enhanced estradiol (ee2) result was obtained on a patient sample relative to repeat testing when using lot 107. The initial result was reported to the physician(s). The sample was reprocessed on the alternate atellica im analyzer and obtained lower result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.